Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when pulled from storage, the device will not charge. There were no report of patient involvement and no impact to the customer.